Manufacturer narrative:
Initial reporter fax#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50 ml luer-lok¿ had scale printing issues. The following information was provided by the initial reporter, translated from (B)(6) to english: it was noticed that the syringe has no scale printing.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 09-may-2022. H6: investigation summary: it was reported a syringe was received with no scale marking. To aid in the investigation, one sample in a sealed packaging blister and one photo were provided for evaluation by our quality team. The sample has the scale printing missing and no other defects or imperfections were observed. The photo provided shows the sample received. This defect could occur if there was a jam during the scale printing process inducing the defective unit reported. A device history record review was completed for provided material number 303552, lot number 1139350. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the printing process was performed. The settings were correct and the flow of products was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd syringe 50 ml luer-lok¿ had scale printing issues. The following information was provided by the initial reporter, translated from portuguese to english: it was noticed that the syringe has no scale printing.